Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 17 mg/dl and 69 mg/dl. Customer ate a glucose tablet on his own and ate dinner. No adverse event reported. Requested return of suspect device and replacement was sent.